Manufacturer narrative:
Log file review indicates for the day of treatment calibration and energy check was performed successfully at startup, and all treatments were completed to 100% and all laser system functions were within specifications at day of treatment. Further review of the log file showed the user did not renew the energy check after two hours (as indicated per labeling) before he/she started the treatment. No other deviations or abnormalities were identified. The system history review showed the laser was verified successfully prior to and after the date of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported a thin corneal flap, observed during a lasik flap creation of a patient's left eye. Reporter indicated the surgeon was attempting to lift the flap, the last third of flap was split. The surgeon mentioned he usually goes all the way through flap to lift it, but only went two thirds through and starting lifting when the split occurred. The ablation was completed and two pieces of flap were put back in place on the eye. A pachymetry was performed and the reading indicated a 116 microns flap thickness. Reporter noted the surgeon felt the flap seemed thinner, but was not willing to do an additional scan reading. He was not concerned about flap, felt it would heal nicely and felt there was no issue at this time.